Event description:
The reporter contacted animas on (B)(6) 2012 and stated the audio bolus button was unresponsive. The patient reportedly wore the pump attached to a belt and cleaned it with a wash cloth. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the bolus button was found to be in place with no tears. The bolus button was found to be fully functional. The bolus button was removed and corrosion was found on the button contact. The pump was opened and no internal moisture was found inside the pump.